Event description:
Started having pain in my underarms (near breast) one month after the augment, along with itching and burning. Two months after augment, I began having severe redness and itchy / burning eyes. Around 5 months post op, I began having an itching and burning sensation, along with periodic rash on my chest / breast area. I began having pain in my breasts 6-8 months later, and continue to have all symptoms along with pain in both breasts, one worse than the other. I have reported this to my plastic surgeon who told me it was a social media problem and should look into steroids. I have allergan natrelle inspira soft touch silicone gel ssf-520, ssf-560. I have recently had lab reports showing a high level of calcium with an unk cause - there have been reports of silicone related hypercalcemia. I have not been able to afford explant yet for further evaluation of the implants and for further evaluation of the tissue / capsules; however, it has been recommended by my drs and is currently being evaluated by my insurance company.